Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the patient had an ischemic stroke. The patient was reported as stable.

Manufacturer narrative:
Additional information received: b5 and d6b updated. The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Nothing was done to treat the stroke, they believe it is embolic to left middle cerebral artery (mca) and would like to get imaging to more thoroughly assess once the impella is explanted. The stroke is not resolved, the patient has expressive aphasia and was taken off the transplant list due to this. They are hoping for weaning the impella 5.5 and for him to go home on milrinone with no other advanced therapy. Updated the impella was explanted on (B)(6) 2026